Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03752 / 03753).

Event description:
It was reported patient underwent a total hip arthroplasty in 2000. Subsequently, patient was revised on (B)(6) 2013. Allegedly due to pain, instability, loosening, osteolysis and elevated metal ion levels. The acetabular cup and modular head were removed and replaced.